Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Event description:
It was reported that a medication event occurred related to the programming and loading/unloading of syringes in the syringe module. The customer is requesting for log review. The information on patient involvement is unknown. Upon further follow up with the customer, customer stated likely user error and wished not to proceed with log review. The information on patient involvement is unknown.

Event description:
It was reported that a medication event occurred related to the programming and loading/unloading of syringes in the syringe module. The customer is requesting for log review. The information on patient involvement is unknown. Upon further follow up with the customer, customer stated likely user error and wished not to proceed with log review. The information on patient involvement is unknown.